Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device was in a disconnected mode. The user attempted to reboot and restore the station twice but was unsuccessful. The customer stated that this malfunction caused due to data synchronization failure. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ports 50052 and 50051 were closed. A technical support specialist (tss) remoted back into the system and updated the ip address to 172.17.64.183, along with modifying the subnet ip address. Then successfully pinged the es server using both its ip (172.21.10.70) and hostname. However, attempts to ping ports 50051 and 50052 were unsuccessful, indicating those ports were unreachable. The tss then tested port ids 11998, as well as ports 80 and 443, all of which responded successfully. Upon further investigation, the tss identified a policy that was blocking the required ports. The tss confirmed that had it verify the issue on their end and that the station was successfully communicating. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device was in a disconnected mode. The user attempted to reboot and restore the station twice but was unsuccessful. The customer stated that this malfunction caused due to data synchronization failure. However, there were no adverse events or injuries reported based on this event.